Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and fatal endometrial sarcoma ("tumor / teratoma / cancer type: endometrial sarcoma") in an adult female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included uterine bleeding, post coital bleeding, cervicitis, paratubal cyst and hypertension. Concomitant products included amlodipine and aripiprazole (abilify). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have endometrial sarcoma (seriousness criterion death). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingo-oophorectomy, with extraction of essure). Essure (ess205) was removed on (B)(6) 2016. By the time of death, the pelvic pain, abdominal pain, back pain, abdominal pain lower, menorrhagia and uterine leiomyoma had resolved and the vaginal haemorrhage outcome was unknown. The patient died on (B)(6) 2016 and the reported cause of death was endometrial sarcoma. The reporter considered abdominal pain, abdominal pain lower, back pain, endometrial sarcoma, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: her symptoms resolved after the (B)(6) 2016 surgery. She underwent an exploratory laparotomy with extended abdominal hysterectomy, bilateral salpingo-oophorectomy, and bilateral pelvic lymphadenectomy with extraction of essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: confirmed bilateral fallopian tubal occlusion results: tubes blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and fatal endometrial sarcoma ("tumor / teratoma / cancer type: endometrial sarcoma") in an adult female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included uterine bleeding, post coital bleeding, cervicitis, paratubal cyst and hypertension. Concomitant products included amlodipine and aripiprazole (abilify). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2016, the patient was found to have endometrial sarcoma (seriousness criterion death). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingo-oophorectomy, with extraction of essure). Essure (ess205) was removed on 6-apr-2016. By the time of death, the pelvic pain, abdominal pain, back pain, abdominal pain lower, menorrhagia and uterine leiomyoma had resolved and the vaginal haemorrhage outcome was unknown. The patient died on 20-nov-2016 and the reported cause of death was endometrial sarcoma. The reporter considered abdominal pain, abdominal pain lower, back pain, endometrial sarcoma, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: her symptoms resolved after the 06-apr-16 surgery. She underwent an exploratory laparotomy with extended abdominal hysterectomy, bilateral salpingo-oophorectomy, and bilateral pelvic lymphadenectomy with extraction of essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-jul-2017: results: confirmed bilateral fallopian tubal occlusion results: tubes blocked. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received. Lot number and lab data added. Event : abnormal bleeding (vaginal), tumor / teratoma / cancer type: endometrial sarcoma were added. This case report refers to an adult female plaintiff who had essure inserted and about 1 year and 9 months after insertion, she experienced pelvic pain/pain. About 9 years after essure insertion, a tumor / teratoma / cancer type: endometrial sarcoma. Essure was removed. About 7 months after essure removal, she died from endometrial sarcoma. Pelvic pain/pain is serious due to its medical importance and listed according to the reference safety information for essure. Endometrial sarcoma is serious as it resulted in death and unlisted for essure. In this case, no alternative explanation was provided for pelvic pain/pain. Based on its nature, a causal relationship with essure cannot be excluded (related). With regards to the endometrial sarcoma, based on the pathophysiology and considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded (unrelated). Additionally, non-serious events were reported. This case was regarded as incident because a device removal was required. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menses") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (abdominal hysterectomy, bilateral salpingo-oophorectomy, with extraction of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal pain lower, menorrhagia and uterine leiomyoma had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: her symptoms resolved after the (B)(6) 2016 surgery. She underwent an exploratory laparotomy with extended abdominal hysterectomy, bilateral salpingo-oophorectomy, and bilateral pelvic lymphadenectomy with extraction of essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: confirmed bilateral fallopian tubal occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.